Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, during thr surgery, the tip of one (1) cs/csl/geradschaft-plus extract.screw m6 broke off. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
It was reported that, during total hip replacement surgery, the tip of one cs/csl/geradschaft-plus extract.screw m6 broke off. Patient was not harmed as consequence of this problem. The complaint device has not been completely returned. A visual evaluation of the returned part was conducted, and it was concluded that the distal tip of the device is fractured and the fragment was not returned. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and 4 additional similar complaints for the same product number over the past 12 months with similar failure mode. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause is attributed to design constraints. A new design of the device has been released in order to reduce the reoccurrence of this issue. This version of the device will be monitored for similar issues. The performance of the device is nonetheless within the risks, which are anticipated in the risk management documentation of the product. No further escalation is required. Please note that according to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.